Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) has demonstrated inconsistent daily measurements since a lead repositioning procedure was performed for this chronic right atrial pace/sense lead. It was reported that noise could be reproduced with patient isometrics and this noise resulted in inhibition of atrial pacing. It was further noted that this patient has a history of inappropriate atr mode switches due to the noise.